Manufacturer narrative:
(B) (4). Evaluation results: death.

Event description:
Pt received an endeavor rx drug-eluting stent during index procedure. Approximately 9 months post stent implant, pt death was reported to have occurred. Cause of death is reported as unk.